Event description:
Same case as MDR ID 2134265-2015-02367 and 2134265-2015-02368. It was reported that pericardial effusion and death occurred. The 100% stenosed target lesion was located in the moderately calcified and mildly tortuous right coronary artery. Three promus premier¿ stents were used. A 3.0x 38 promus premier¿ stent was first implanted in the lesion followed by another 2 promus premier¿ stents. No malfunction was noted on the 3 stents and the procedure was completed. The patient was then transferred from the cardiac catheterization laboratory; however, the patient experienced cardiac tamponade symptoms, hypotension, shortness of breath and chest pain. Echocardiogram, pericardiocentesis and code protocol were performed. Within three hours post procedure, the patient died due to pericardial effusion leading to rupture of the heart wall.

Manufacturer narrative:
Device is combination product. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).